Event description:
Customer reported the user was troubleshooting an air in line alarm on the pump, took the set out of the pump to flick visible air bubbles out of the silicone segment in a daptomycin infusion, and later found the set leaking. The set appeared to be leaking from the connection of the upper fitment to the silicone segment; the user did not see any hole in the tubing. No add'l info was available.

Manufacturer narrative:
(B)(4). The leak was confirmed with a tear noted in the silicone segment near the upper fitment, measuring 0.0345 inches. Crush marks were noted on the upper fitment. Root cause of the tear was not identified. Smartsite laser number indicates the set was manufactured between 05/26/2010 and 06/07/2010. Based on above manufacture date range, expiration date is 05/01/2013 or 06/01/2013.